Manufacturer narrative:
Evaluation summary: evaluation found the tubing with the sample site was bonded to the incorrect side of the reservoir. There was no stopcock between the reservoir and sample site, which prevented the vamp system to function as designed.

Event description:
Shut off valve is on the wrong side of the reservoir. Valve is between reservoir and transducer.